Event description:
Stent came off the balloon in the common iliac artery. Stent was not protected by the sheath. Stent was retrieved.

Manufacturer narrative:
Product was not returned and lot number was unk. An eval could not be conducted.